Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "plug in cable" message with electrode pads attached, and then inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of the device data logs. The device was put through extensive testing including full functional testing and power cycling using the returned batteries without duplicating the report. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.